Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found that no visual issues were found related to the reported event. The erbe functioned properly during testing, with successful energy delivery and instrument recognition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause in this case is attributed to the faulty erbe generator. This issue was resolved by replacing the erbe generator.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed they had been having intermittent issues with the bipolar energy and faults since last friday. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified a 25920 error for the upper bipolar port. Despite swapping out the energy cords, the issue persisted intermittently. The site was able to get it working but requested a field engineer (fe) to inspect the system. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.